Event description:
It was reported that an implantable neurostimulator was associated with a staph infection, redness, dehiscence over the implant site with visualization of the device through the skin, and periwound erythema. The patient required antibiotics, specifically bactrim, which was started on (B)(6) 2025, and a wound culture confirmed the presence of staphylococcus aureus. The device and leads were explanted. The issue was resolved and it was noted the patient wished to re-implant after the infection cleared as the device had been helping his pain.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 977a260 (serial: (B)(6); product type: 0200-lead; product ID 977a260 (serial: (B)(6); product type: 0200-lead; e1: street 1: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.